Manufacturer narrative:
This report is submitted on october 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report.